Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.

Event description:
The event is reported as: alleged issue: customer received item pi-128 (1-box). The inner packing does not have any labels identifying the product. No item code, description, etc ... The only identification on the inner packing is the lot number. No pt injury reported.